Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Mustufa, b., justin, l., umair, a., kevin, t., matthew, I., sandeep, s., nazifa, I, michael, c. (2023). Rezum outcomes in relationship to number of injections: is less more?. Journal of endourology, volume 37 (2), pages 157-164. Doi: 10.1089/end.2022.0390.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that a study was conducted to assess efficacy and safety outcomes in relationship to the number of injections given during rezum treatment. Between december 1, 2017 and april 30, 2019, a total of 179 patients operated by two urologists were included. Patients were stratified into cohorts based on the number of injections received per lateral prostatic lobe: 1, 2, 3, or 4 injections. Complications within the study included vasovagal, sepsis, gross hematuria, penile burning, penile pain, dysuria, sloughing, urinary retention, urinary tract infection (uti). The two patients that experienced vasovagal syncope were transported to the hospital. All patients were catheterized following treatment, and all used benign prostatic hyperplasia (bph) medications. At three months, all patients discontinued their bph medications. No further patient complications were reported.